Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis concluded this device met longevity with no battery anomalies noted.

Manufacturer narrative:
A final report will be submitted upon completion of analysis. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that slightly more than a year ago, the longevity estimate for this device dropped from 3 years to 1 year after high thresholds were noted. This was reviewed by technical services, and it was determined this was normal function due to high thresholds. However, upon device explant which recently occurred, the allegation of premature battery depletion persisted. The device will be returned for analysis to determine if the device met specification. No adverse patient effects were reported.